Manufacturer narrative:
Results: device or procedural images were not returned for review. Recommended that shelf life be verified prior to use. Conclusions: recommended that shelf life be verified prior to use. (B)(4).

Event description:
It is reported that an attempt was made to position an endeavor mx2 drug eluting stent to treat an lad lesion. The lesion was described as moderately calcified with 45-90% tortuosity. The lesion was pre-dilated four times at 8 atm for max 45 secs however it was reported that the stent could not pass through the small calcified vessel and failed to be positioned. After attempted use in the patient it was discovered the device was used 24 days past it's expiration date. There were no reported patient complications due to this event. Two non-medtronic stents were implanted successfully.